Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters, and power sources. Reportedly, the pump emitted a burning smell while the customer attempted to charge the pump, and a non-tandem provided charging cable appeared to have melted when the customer attempted to charge the pump with it. Blood glucose was 219 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.